Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. Noise could be reproduced when the patient was brought back in for product testing. The patient was reported to have lost weight recently; however, an x-ray taken confirmed no abnormalities with the system. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.